Event description:
Patient's spouse reports that during last month, he had an issue with one cassette. No lot number available. Pump alarmed 30 minutes after he made the cassette with no disposable. He tried changing to back-up pump and received the same error. He ended up transferring the contents of the cassette into a new cassette. He is very aware this not recommended due to sterility concerns. After that, he had no issues. He did keep the cassette. Spouse did not have pumps' sn. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.